Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K140243. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that application chips were empty. The reporter indicated that when the package was opened, there were no application chips (1050079).